Event description:
It was reported by repair work order that the mattress had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the top cover had tears at the straps and zipper seam. This would be an annoyance issue only as a damaged mattress cover would not affect the ability of the mattress to support a patient and would not affect any safety features of the mattress. No adverse consequence or clinically relevant delay in treatment was reported. Therefore, this issue is not likely to cause or contribute to serious injury or death if it was to reoccur. The issue was resolved by informing the customer that the damaged covers should be replaced.

Event description:
It was reported by repair work order that the mattress had fluid ingress and the top seam was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.